Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt, the clinician indicated the device displayed an unrecognized "battery advisory" error message and failed to charge energy. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicate that there was any adverse effect to the pt due to the reported malfunction.